Manufacturer narrative:
H.6. Investigation: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected for any cap defect or leakage. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. In addition, five (5) samples were randomly selected, and inspected for any damage between the cap and the mouthpiece with satisfactory results. Vacuum draw test was performed to retention samples with satisfactory results. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. On rare occasions, a vial may not be sealed sufficiently the contents of the vials may leak or spill, especially if the vial is inverted. If the vial has been inoculated, treat the leak or spill with caution, as pathogenic organism/agents may be present. To minimize the potential or leakage during inoculation of specimen into culture vials, use syringes with permanently attached needles or bd luer-lok tips. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic) blood does not flow into bottle. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, blood does not easily enter into the anaerobic bottle.

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic) blood does not flow into bottle. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, blood does not easily enter into the anaerobic bottle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.